Event description:
It was reported that on literature review "muscular strength and function after total hip arthroplasty performed with three different surgical approaches: one-year follow-up study", after thr with reflection, one patient had a dislocation between the 6 weeks and 3 months test. It is unknown how it was treated. Patient outcome it's unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Winther, s. B., foss, o. A., husby, o. S., wik, t. S., klaksvik, j., & husby, v. S. (2019). Muscular strength and function after total hip arthroplasty performed with three different surgical approaches: one-year follow-up study. Hip international, 29(4), 405-411. Doi: 10.1177/1120700018810673.

Manufacturer narrative:
The device was not available for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.